Event description:
It was reported the pump was inverted in the pump pocket and the device was surgically repositioned on (B)(6) 2014 and the patient resolved without sequelae. It was also reported the pump was found inverted upon examination/palpitation on (B)(6) 2014. It was noted the patient had no signs or symptoms. The event was not related to the device or therapy, but was possibly related to the implant procedure. The pump was being used to deliver fentanyl.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2007, product type catheter; product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).